Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the response buttons were intermittent. Upon evaluation, the rear response button trace was creased. The cause of the intermittent response buttons is the creased trace. The root cause of the creased trace was not positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor, which was returned for an unrelated issue, a reportable problem was found. The response buttons were non-functional.